Manufacturer narrative:
This 31-year-old female subject was enrolled in a company-sponsored interventional study titled "use of transvaginal ultrasound to confirm essure micro-insert placement in women: demonstration of effectiveness" (protocol: 16974). The subject (patient ID: (B)(6)) had fallopian tube occlusion insert (batch no. A15528) inserted. The case describes the occurrence of pelvic pain ('pelvic pain') and dyspareunia ('dyspareunia'). The occurrence of additional non-serious events is detailed below. Medical conditions: last menstruation before essure insertion was on (B)(6) 2012, implantation at day 24 of cycle. Days of menstrual cycle: 14. Concomitant products included ketorolac tromethamine (toradol) from (B)(6) 2012 to (B)(6) 2012 for pain prophylaxis. On (B)(6) 2012, the subject had fallopian tube occlusion insert inserted. In 2013, the subject experienced dyspareunia (seriousness criteria medically significant and intervention required) and vulvovaginal dryness ("vag dryness"). In 2016, the subject experienced pelvic pain (seriousness criteria medically significant and intervention required). The subject was treated with surgery (laparoscopic salpingectomy (bipolar) with essure removal). Fallopian tube occlusion insert was removed on (B)(6) 2019. At the time of the report, the dyspareunia, vulvovaginal dryness and pelvic pain had not resolved. The investigator considered dyspareunia and vulvovaginal dryness to be unrelated to fallopian tube occlusion insert. The investigator considered pelvic pain to be related to fallopian tube occlusion insert. The reporter commented: preoperative ultrasound. No vasoconstrictive agent used during intended bilateral essure removal at patient's request via salpingectomy due to pelvic pain, dyspareunia. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22.8 kg/sqm. Hysteroscopy - on (B)(6) 2012: 15:01: right and left ostia adequately visualised for essure insertion; 15:05: hysteroscope was removed. At least one essure passed through the channel of the scope at some time during the procedure. Both left and right tube trailing length was 4 coils.. Pregnancy test - on (B)(6) 2012: negative. Ultrasound scan - on an unknown date: preoperatively, to localize the 2 inserts prior to removal. Lot number: a15528 manufacturing date: 2012-06 expiration date: 2015-06. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 16-jul-2020: information from deleted duplicate case (B)(4) (MFR number 2951250-2020-08801) transferred. Reporter's information was updated and a new reporter was added. Furthermore, lab data information was updated and the event vaginal dryness was added. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This 31-year-old female subject was enrolled in a company-sponsored interventional study titled "use of transvaginal ultrasound to confirm essure micro-insert placement in women: demonstration of effectiveness" (protocol: (B)(4)). The subject (patient ID: (B)(6)) had fallopian tube occlusion insert (batch no. A15528) inserted. The case describes the occurrence of pelvic pain ('pelvic pain') and dyspareunia ('dyspareunia'). Medical conditions: last menstruation before essure insertion was on (B)(6) 2012, implantation at day 24 of cycle. Concomitant products included ketorolac tromethamine (toradol) from (B)(6) 2012 to (B)(6) 2012 for pain prophylaxis. On (B)(6) 2012, the subject had fallopian tube occlusion insert inserted. In 2013, the subject experienced dyspareunia (seriousness criteria medically significant and intervention required). In 2016, the subject experienced pelvic pain (seriousness criteria medically significant and intervention required). The subject was treated with surgery (laparoscopic salpingectomy (bipolar) with essure removal). Fallopian tube occlusion insert was removed on (B)(6) 2019. At the time of the report, the dyspareunia and pelvic pain had not resolved. The investigator considered dyspareunia and pelvic pain to be related to fallopian tube occlusion insert. The reporter commented: preoperative ultrasound. No vasoconstrictive agent used during intended bilateral essure removal at patient's request via salpingectomy due to pelvic pain, dyspareunia. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22.8 kg/sqm. Lot number: a15528, manufacturing date: 2012-06, expiration date: 2015-06. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 26-jun-2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This 31-year-old female subject was enrolled in a company-sponsored interventional study titled "use of transvaginal ultrasound to confirm essure micro-insert placement in women: demonstration of effectiveness" (protocol: 16974). The subject (patient ID: (B)(6) had fallopian tube occlusion insert (batch no. A15528) inserted. The case describes the occurrence of pelvic pain ('pelvic pain') and dyspareunia ('dyspareunia'). Medical conditions: last menstruation before essure insertion was on (B)(6) 2012, implantation at day 24 of cycle. Concomitant products included ketorolac tromethamine (toradol) from 8-oct-2012 to 8-oct-2012 for pain prophylaxis. On (B)(6) 2012, the subject had fallopian tube occlusion insert inserted. In 2013, the subject experienced dyspareunia (seriousness criteria medically significant and intervention required). In 2016, the subject experienced pelvic pain (seriousness criteria medically significant and intervention required). The subject was treated with surgery (laparoscopic salpingectomy (bipolar) with essure removal). Fallopian tube occlusion insert was removed on (B)(6) 2019. At the time of the report, the dyspareunia and pelvic pain had not resolved. The investigator considered dyspareunia and pelvic pain to be related to fallopian tube occlusion insert. The reporter commented: preoperative ultrasound. No vasoconstrictive agent used during intended bilateral essure removal at patient's request via salpingectomy due to pelvic pain, dyspareunia. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22.8 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on (B)(6) 2019: stop date of events dyspareunia and pelvic pain (ongoing); severity of event dyspareunia (severe) and pelvic pain (moderate); and outcome of event dyspareunia and pelvic pain (not resolved). On (B)(6) 2019: no new information. On (B)(6) 2019: no new information. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This 31-year-old female subject was enrolled in a company-sponsored interventional study titled "use of transvaginal ultrasound to confirm essure micro-insert placement in women: demonstration of effectiveness" (protocol: (B)(4)). The subject (patient ID: (B)(6)) had fallopian tube occlusion insert (batch no. A15528) inserted. The case describes the occurrence of pelvic pain ('pelvic pain') and dyspareunia ('dyspareunia'). Medical conditions: last menstruation before essure insertion was on (B)(6) 2012, implanation at day 24 of cycle. Concomitant products included ketorolac tromethamine (toradol) from (B)(6) 2012 to (B)(6) 2012 for pain prophylaxis. On (B)(6) 2012, the subject had fallopian tube occlusion insert inserted. In 2013, the subject experienced dyspareunia (seriousness criteria medically significant and intervention required). In 2016, the subject experienced pelvic pain (seriousness criteria medically significant and intervention required). The subject was treated with surgery (laparoscopic salpingectomy (bipolar)). Fallopian tube occlusion insert was removed on (B)(6) 2019. At the time of the report, the dyspareunia and pelvic pain outcome was unknown. The relationship of dyspareunia and pelvic pain to treatment with fallopian tube occlusion insert was not reported. The reporter commented: preoperative ultrasound. No vasoconstrictive agent used during intended bilateral essure removal at patient's request via salpingectomy due to pelvic pain, dyspareunia. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22.8 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This (B)(6) year-old female subject was enrolled in a company-sponsored interventional study titled "use of transvaginal ultrasound to confirm essure micro-insert placement in women: demonstration of effectiveness" (protocol: 16974). The subject (patient ID: (B)(6)) had fallopian tube occlusion insert (batch no. A15528) inserted. The case describes the occurrence of pelvic pain ('pelvic pain') and dyspareunia ('dyspareunia'). Medical conditions: last menstruation before essure insertion was on (B)(6) 2012, implantation at day 24 of cycle. Concomitant products included ketorolac tromethamine (toradol) from (B)(6) 2012 for pain prophylaxis. On (B)(6) 2012, the subject had fallopian tube occlusion insert inserted. In 2013, the subject experienced dyspareunia (seriousness criteria medically significant and intervention required). In 2016, the subject experienced pelvic pain (seriousness criteria medically significant and intervention required). The subject was treated with surgery (laparoscopic salpingectomy bipolar). Fallopian tube occlusion insert was removed on (B)(6) 2019. At the time of the report, the dyspareunia and pelvic pain outcome was unknown. The relationship of dyspareunia and pelvic pain to treatment with fallopian tube occlusion insert was not reported. The reporter commented: preoperative ultrasound. No vasoconstrictive agent used during intended bilateral essure removal at patient's request via salpingectomy due to pelvic pain, dyspareunia. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22.8 kg/sqm. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.